Event description:
The device was returned for service. During service, baxter service technician reported that the pump powered up with failure code 550. Despite baxter's efforts to obtain additional information from the reporting facility, details were not available regarding patient status, medical intervention, patient injury, age of patient, or medication involved. No additional contact information was provided.